Event description:
It was reported that during testing conducted at the manufacturer facility the device operated without user activation, when the cable was moved no medical intervention and no adverse consequences were alleged with this event. As this event occurred during the tested at the manufacturer facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
Corrosion was found in the motor and contact pins were found, which was identified as a probable cause of the device running without user activation.